Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of battery out limit, low battery alert and failed battery test from the insulin pump. The customer's blood glucose reading was 227 mg/dl. The customer also reported high readings because of battery issues. The customer reported no damage or cracks to the pump. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.